Manufacturer narrative:
D10 - concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu, (lot# n5h1502y); sigadaptxl, sig power sigadaptxl linear xl adapter, (s# (B)(6)); sigphandle, sig power sigphandle handle, (s# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a rectum resection procedure, while firing the second reload, it stopped and could not be operated further, and while hitting the staple line from previously set staples the articulation joint, knife blade broke and the device locked on tissue. It was also noted that the trocar broke due to the devices that were place through. As a result, the procedure was converted from laparoscopic to open surgery. The reload had to be cut out of the tissue and replaced by a clamp to resolve the issue.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was received with the adapter and reload inserted into the cannula. Prolonged insertion can cause the seals to become stretched. The seal housing, duckbill seal stopcock and cannula appeared intact. The circular seal was cut. Functionally, the device failed an air leak test. The product was shipped back with the obturator inserted in the cannula and therefore the length of time it was inserted during shipment may have also resulted in the stretched seals. The seal housing was broken open to remove the circular seal to check for subassembly overall height. The measurements with calipers were within acceptable specifications. It was reported that the trocar broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The cut in the circular seal may occur when contact is made with a sharp surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.